Manufacturer narrative:
G2: the country of the event is nl. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign), regarding a patient who was receiving compounded baclofen with concentration 3000 mcg/ml, at a dose rate of 375 mcg/day via an implantable pump. It was reported, that the patient's medical history included spasms after traumatic spinal cord injury.  Adhesiolysis syrinx laminectomy of c6-c7 had occurred on (B)(6) 2023, due to increase in pain and spasms e.c.I.  It was further reported, that repeated motor stalls of 10 to 80 minutes had occurred for no apparent reason. The issue was discovered by chance after magnetic resonance imaging (MRI) on (B)(6)2023 when checking the logs.  As per the logs, the following occurred: (B)(6) 2023 13:02 - critical alarm regarding pump motor stall,  (B)(6) 2023. 14:20 - motor stall recovery,  (B)(6)2023, 07:22 - critical alarm regarding pump motor stall, (B)(6) 2023, 08:21 - motor stall recovery,  (B)(6) 2023, 09:39 - critical alarm regarding pump motor stall,  (B)(6) 2023, 09:46 - motor stall recovery,  (B)(6) 2023, 07:30 - critical alarm regarding pump motor stall,  (B)(6) 2023, 08:21 - motor stall recovery, (B)(6) ,14:59 - critical alarm regarding pump motor stall,  (B)(6) 2023, 07:30 - motor stall recovery, (B)(6) 2023, 14:59 - critical alarm regarding motor stall, and  (B)(6) 2023 15:30 - motor stall recovery. The spasms were reasonably under control. There were no obvious clinical problems, due to motor stall(s) as far as clear. There was no suspicion of a catheter problem.  There was good aspiration at the connection and the course was uncomplicated. The implanted length of the model 8731 was 92.1 cm). The cause of the motor stalls was unknown. It was noted, that the patient did not work with or come into contact with magnets as far as the patient was aware, and the patient did not use an induction cooker etc. The estimated lifespan of the pump until replacement was (B)(6) 2024.  Elective pump replacement was planned / scheduled for (B)(6) 2023, but was postponed, due to pneumonia.  A new explant date was to be determined.  The pump was to be returned to the manufacturer.  The patient was without injury regarding their status as of (B)(6) 2023.  The patient's gender, medical history, age, and weight at the time of the event was unknown or would not be made available.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported the increased pain and spasms was not due to a device/therapy issue. It was reported the pneumonia turned out to be related to another patient that was on the operating room (or) programmer that day. It was reported the pump was replaced on (B)(6) 2023 with a new 8637-20. The issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified wear on the motor o-ring for gear number three that did not affect the performance of the device in the laboratory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.